Manufacturer narrative:
Sugrue, a., ibrahim, r., lu, m., bhatia, n. K., alkukhun, l., adewumi, j., ... & frankel, d. S. (2023). Impact of median sternotomy on safety and efficacy of the subcutaneous implantable cardioverter defibrillator. Circulation: arrhythmia and electrophysiology, 16(8), 468-474.

Event description:
Per literature review, it was reported that during subcutaneous implantable cardioverter defibrillator (s-ICD) implantation in patients with sternotomy. It was noted that some patient with s-ICD received several inappropriate electric shocks due oversensing and noise. Reprogramming efforts were performed. No additional adverse patient effects were reported.